Event description:
The user received analyzer alarms and experienced a "small puff of smoke" from the f3 fuse. No patients were involved in the event. No laboratory personnel were injured. The user confirmed the amount of smoke was not enough that it caused anyone respiratory issues and did not require evacuating the laboratory. The field service representative found a significant layer of dust on the cooling unit condenser which caused an over-current situation in the f3 fuse circuit. He determined the f3 fuse installation was situated such that it did not have full contact with its housing and started to arc. The arcing destroyed the fuse, housing, and pcb power module board. He replaced the power module board and verified the analyzer operation by successfully initializing the analyzer without any power errors.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.